Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced muscle stimulation. A chest x-ray confirmed the atrial lead dislodged. The lead was explanted and replaced. The patient was in good condition post procedure.